Event description:
It was reported that one mitraclip was successfully implanted reducing the functional mitral regurgitation (mr) from grade 3+ to 2+. After the procedure, the patient was extubated while in the catheterization lab and was following commands. It was then noted that the patient had respiratory distress, altered mental status, decreased levels of alertness and concern, was not moving either arm, and had decreased oxygen saturations. The patient was re-intubated for airway protection and remained on a ventilator for four hours. The condition resolved the same day. Two days post procedure, the patient had low hemoglobin and hematocrit (h&h) requiring transfusion of two units of red blood cells. The low h&h is a worsening of a pre-existing condition that existed prior to the procedure. There was no source of bleeding identified as the low h&h was thought to be dilutional. Two days later, the condition resolved. There was no adverse patient sequela. The physician indicated the relationship of these events to the mitraclip is unknown. The physician indicated the respiratory distress and altered mental status are definitely procedure related and the low h&h are possibly procedure related. The 24 hour post procedure echocardiogram showed the mitraclip was stable and mr was 1 to 2+. There was no additional information provided.

Manufacturer narrative:
(B)(4). Additional patient effects, including the death, for this patient were also filed under MFR report 2024168-2014-00472. There was no reported device malfunction associated with the mitraclip. The reported patient effects of heart failure, respiratory failure and angina, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter (sgc01st, lot # 10257675, serial # (B)(4)), stabilizer, lift, support plate. Other: aspirin. The device was not returned and there was no reported device malfunction. A review of the device history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of respiratory failure is a known potential complication listed in the mitraclip instructions for use. Based on the information reviewed, there is no indication of a product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received indicating that approximately two weeks post procedure, the patient was re-admitted to the hospital with shortness of breath of over a day and a worsening of congestive heart failure. The patient reported not following a low salt diet and gained ten pounds over ten days. Intravenous bumex was administered but the condition is ongoing. At the same hospital admission, a urine analysis indicated the patient had a urinary tract infection. Antibiotics were administered and this condition is also ongoing. The physician indicated it is unknown if these two latter events are related to the study procedure but both are unrelated to the mitraclip device. The patient expired on (B)(6) 2014 while on hospice care. The patient had weakness on (B)(6) 2014 and was having a difficult time getting up and going around with her husband and the home health aid. On 05/03/2014 the patient was admitted to the hospital for chest pain and congestive heart failure. No treatment was provided.